Event description:
It was reported that the iab was inserted in the cath lab. Pt was transferred to the "unit". Sometime after transfer, a balloon rupture was suspected. There were no reported pt complications.